Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On 12th august 2021 getinge became aware of an issue with one of our surgical lights - lucea. The spring arm's cover, headlight's underside cover and headlight's handle of the device were damaged, leading to missing particles. No information about any injury was provided, however, we decided to report this case in abundance of caution as any particles falling into sterile filed might led to contamination.

Manufacturer narrative:
On 12th august 2021 getinge became aware of an issue with one of our surgical lights - lucea. The spring arm's cover, headlight's underside cover and headlight's handle of the device were damaged, leading to missing particles. No information about any injury was provided, however, we decided to report this case in abundance of caution as any particles falling into sterile filed might led to contamination. According to the information provided by the service technician, the issue has been solved on 20th august 2021. It was established that when the event occurred, the surgical light did not meet the manufacturer¿s specification as the covers were damaged, resulting in missing particles, also headlight handle¿s interface ring was cracked, resulting in missing plastic particles and it contributed to the event. It is unknown if the device was being used for patient treatment when the issue occurred. Taking into consideration the install base for lucea 50/100 surgical lights, comparing to the number of complained devices, the complaint ratio of issue related to covers is low and the complaint ratio of the issue related to handle¿s interface ring is very low. Subject matter expert investigated the issue. Unfortunately, due to limited details obtained regarding the technical deficiency it was not possible to establish the exact root cause. However, based on the available data, the likely root cause is considered as misuse. We believe the related devices are performing correctly in the market.

Event description:
Manufacturer's reference number (B)(4).